Manufacturer narrative:
(B)(4). Although the sample was not provided photographs were sent by the customer that do illustrate blood underneath the drape and on the operating room table. However, without the actual sample, the potential root cause could not be determined since the photographs did not identify a point of failure that could be the root cause. Based on the design of the drape the base material is impervious thereby minimizing the potential for strikethrough. Based on the information provided for this product number with lot number 0545br, this product was manufactured on february 23th, 2015, and according with the device history record reviewed no quality issues were reported. The process is in compliance with applicable standard production method (spm). All operators are certified in their respective operations. The operators or the quality inspector did not identify any discrepancies related to the issue reported during their continuous inspection. No corrective action will be taken at this time. Based on the design of the drape and review of the device history record the drape was in compliance to product specification.

Event description:
Customer stated that drap a9185 rn experienced strikethrough to the patient during an aortic valve procedure. On (B)(6) 2015 we received information that additional antibiotics were given in addition to the normal ones.